Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the fx oxygenator would not oxygenate appropriately. The perfusionist had a difficult time maintaining po2 and venous saturation. No known impact or consequences to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, (B)(4).